Manufacturer narrative:
The device was returned to olympus for inspection. Based on the findings of the investigation, the most probable cause has been identified as expected or random component failure, with no design or manufacturing deficiencies identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was determined that the videoscope was found to be missing a portion of the a-rubber glue. No patients were involved in this event.